Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. This complaint was opened to address a reported event of temperature high. The handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately five minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life.   Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a surgery, the handpiece tuned successfully and when run at it's full torsional power for a short while (less than 1 minute), it's power level declining with a weak ¿pulsating¿ sound. The handpiece also got heated, then it was unplugged and attempted to tune again, but an advisory was displayed. There was no patient involvement.